Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, pericardial effusion, hospitalization, and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported perforation of vessels, pericardial effusion, hospitalization, and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification, mild tortuosity and 80% stenosis. Orbital atherectomy was performed within guidelines and the patient was not compromised. Intravascular ultrasound (ivus) was performed and pre-dilatation of the lesion were performed. The 3.5x48 mm xience skypoint stent was deployed and post-dilatation was performed with a non-compliant balloon at 18 atmospheres. The last xray showed a perforation in the lad. Pericardial effusion occurred. The patient was treated on the table with pericardiocentesis, covered stents and ICU assistance. Once hemodynamic stability was achieved, the case was completed and the patient was moved to the ICU for close monitoring. The patient is still hospitalized.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification, mild tortuosity and 80% stenosis. Orbital atherectomy was performed within guidelines and the patient was not compromised. Intravascular ultrasound (ivus) was performed and pre-dilatation of the lesion were performed. The 3.5x48 mm xience skypoint stent was deployed and post-dilatation was performed with a non-compliant balloon at 18 atmospheres. The last xray showed a perforation in the lad. Pericardial effusion occurred. The patient was treated on the table with pericardiocentesis, covered stents and ICU assistance. Once hemodynamic stability was achieved, the case was completed and the patient was moved to the ICU for close monitoring. The patient is still hospitalized.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H10: the additional device referenced in b5 is filed under a separate medwatch report number.